Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited recent lead safety switches indicating that out of range impedance measurements have been detected. The patient was evaluated in the clinic and noise and oversensing were also noted on the rv electrogram (egm), and were reproducible. Impedance measurements in the clinic were 300 ohms unipolar and 375 ohms bipolar. The physician opted to reprogram the device to aai mode as the patient does not have heart block, requires little rv pacing, and is approximately one year from needing the pacemaker replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.